Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the trocar was introduced into the patient and when insufflated pneumoperitoneum was not maintained. The trocar was replaced with another device and it appeared to maintain a better seal and thus pneumoperitoneum. To eliminate other possible reasons for the loss of pneumoperitoneum, other trocars were also replaced as well as the insufflation tubing and insufflator. The outcome was a significant extension of forty minutes in the procedure time and a higher degree of difficulty in vision throughout the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? No. If so, did the noise prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes and yes. What was the gas consumption rate or volume (liter/minute)? Unknown but as high as the insufflators would deliver. Were you able to identify where the leak was coming from? Trial and error eliminating other ports identified this port as most probable site of leak. Was a device inserted in the trocar during the leaking? If so, what device? Yes, camera; removal made no noticeable difference. Was any torque being applied to the trocar or device? Yes but nothing out of ordinary. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.